Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire detachment occurred. The 75-90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending artery. While advancing the pt2 moderate support guide wire the physician observed the wire was "nearly" broken; a fracture was not observed. The guide wire was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status post procedure was "well." It was later reported that approximately 1cm of the pt2 guide wire tip had detached inside a small d1 branch. As the d1 vessel was occluded, the physician concluded the wire would do no harm. Further intervention under a second physician confirmed the original physician's estimation. Additional information is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).